Manufacturer narrative:
A review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Customer reporting a false positive sars result that happened to them back in (B)(6) of this year. Customer communicated the result was confirmed negative by pcr. No other information available from the customer due to length of time between test date and report date.